Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away at home. The cause of death was unknown. The patient was not hospitalized prior to death. Pd therapy was ongoing up until the time of death; however it was not reported if the patient was connected to a hc device at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the serial number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.